Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 27. The customer stated that afterwards, she has been experiencing a lot of incidences of low blood glucose levels. The customer also stated that the doctor reprogrammed her insulin pump a few weeks after the incident. The customer then stated that she uses an mmt-378 silhouette infusion set, lot #640864. Programming was checked and the time was corrected for a 12 hour difference. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.